Manufacturer narrative:
The device was not evaluated by a field service representative. Based on conversation with the customer, they had set the load height of the cot incorrectly. The customer was not able to provide a serial number, however stated it was a 6506 model number. Updated catalog number in section d4.

Event description:
It is reported that a cot will not raise high enough to lift into an ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility repaired the device before an evaluation could be performed.

Event description:
It is reported that a cot will not raise high enough to lift into an ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.